Manufacturer narrative:
(B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the severely tortuous left circumflex coronary artery (lcx). The lesion was first treated with predilation. Then a 3.0x32mm taxus liberte stent delivery system was advanced, but it was unable to cross the lesion and the proximal portion of the stent became flared. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.